Event description:
AED appears to have failed in assessing coarse v-fib during first two "assess" modes but instead gave message "check breathing and pulse". Third assessment prompted by fire fighters at 2 min 12 sec did result in "charge" and subsequent defibrillation by fire fighters. Pt then went into asystole followed by pea. (*)